Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Patient was revised due to joint instability. Prosthesis implanted 22 years ago and needed revision. Removal of keeled enduron glenoid prosthesis size 48, 16 mm stem and 28 mm eccentric head. Depuy was not implanted following removal. No delay in case. Doi: 22 years ago dor: (B)(6) 2020 unk affected side.

Event description:
Additional information received stated that the revision was due to natural progression.

Manufacturer narrative:
Product complaint # (B)(4). This product was reported in error. No patient death, serious injury or evidence of reportable product malfunction occurred. Depuy considers the investigation closed at this time. Should any additional information be received to change the outcome of the performed investigation, the complaint will be re-opened.